Event description:
During a follow-up, decreased sensing, increased capture threshold, and noise were noted on the right ventricular (rv) lead due to dislodgement. Inappropriate therapy was provided, and the lead was successfully explanted and replaced due to helix issues during lead revision. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the inner coil at the connector region over torqued, consistent with procedural damage. The helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The reported events of decreased ventricular sensing, increased capture threshold, noise, and inappropriate therapy were not confirmed. The reported event of helix failure to extend was confirmed, and the cause of the helix failure to extend was isolated to the helix being clogged with blood/tissue and the inner coil over torqued.